Manufacturer narrative:
The consumer's complaint could not be confirmed. Failure analysis of the returned nova max blood glucose meter revealed the device to be within product specification no performance failure was found. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. The consumer did not return the unknown test strips.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. The reported meter (B)(4) is an invalid serial number. Test strip lot number unknown, control solution lot number none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Meter will be returned for evaluation. Not returned to manufacturer.

Event description:
Consumer's wife called in concerned about high blood glucose readings this morning. Bg results pulled directly from the meter-date/time incorrect: actual date/time was (B)(6) 2015 at 5:30 am for the 1st test and then at 9:15 am for the 2nd test. (B)(6) 2015 at 7:07 am bg 239 mg/dl (fasting) breakfast right after. At 10:35 am bg 346 mg/dl -8 units of insulin after. There was no report of any adverse incident as a result of administering the 8 units of insulin. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.